Event description:
On december 3, 2020, genmark was advised of unexpected negative results for sars-cov-2 on the rp2 panel tested on (B)(6) 2020. Data was analyzed per internal procedures and confirmed that the test did not generate signal for the sars-cov-2 assay. The customer stated that sample detected sars-cov-2 on a unspecified comparator method. Analysis: internal review of qc release data for affected eplex rp2 panel lot (lot no. 53714825) confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).